Manufacturer narrative:
The approximate of the device is 2 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported the patient experienced pump stops. The patient was seen in clinic where an x-ray was taken and log files were obtained. These were supplied to the manufactures technical support engineer. The manufacturers technical support engineer reviewed the x-ray and log files and determined that the patient's percutaneous lead (driveline) was damaged on the internal portion of the lead causing pump stops. The patient was asymptomatic and an ungrounded patient cable was provided. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation results: the pump was returned assembled with the driveline cut approximately 4.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Visual inspection of the outer jacket and the bionate layers did not reveal any signs of damage. Prior to removal of the bionate, the driveline was tested for electrical continuity. No discontinuities or shorts were found. No deterioration or breakdown of the metal braided shield was observed. An insulation breach was confirmed through high potential testing on the green wire 2.5" from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could¿ve resulted in the pump stops as captured in the log file. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage.

Event description:
The pump was returned without prior communication to abbott. Multiple attempts were made to contact the site to request additional information without success.